Event description:
It was reported that the energy does not pass through the fiber, and the tip of the fiber broke. The procedure was completed with the same console and a new fiber. No further information was reported.

Event description:
It was reported that the energy does not pass through the fiber, and the tip of the fiber broke. The procedure was completed with the same console and a new fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.